Event description:
Additional information was received that there was no patient present when the issue was identified.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a loose downstream occlusion (dso) seal. Event log history was performed and indicated that "info alarm: latch closed" and "high alarm displayed: cassette not attached properly" were recorded in history. During analysis the customer's reported concern was not able to be repeated. In addition, debris was found during visual inspection. It was noted that debris in the dso sensor was causing intermittent issues. Service will replace the dso sensor to correct the reported concern. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported. No adverse effects were reported.